Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that speed could not be adjusted. A rotapro console kit assy gen 230v was selected for use. During use, it was not possible to modify the revolutions per minute (rpms) of rotational speed.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of the rotapro console sn (B)(6). The console was received in poor condition with clips missing on the electrical connector on the front housing and did not pass the functional test for normal mode advancer simulator knob initial flow. The broken connector, prevented the electrical simulator from connecting to the unit, confirming the fault of speed could not be adjusted. The reported complaint of speed could not be adjusted was confirmed.

Event description:
It was reported that speed could not be adjusted. A rotapro console kit assy gen 230v was selected for use. During use, it was not possible to modify the revolutions per minute (rpms) of rotational speed.